Event description:
Same case as MDR#2134265-2013-06919. It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 4.0x12mm target lesion was located in the severely tortuous and non-calcified mid left circumflex artery. The physician advanced a 4.0x20mm promus element plus stent to the lesion but would not cross. A guidezilla guide extension was advanced to the lesion and the lesion was pre-dilated with a 4.0x15 emerge balloon. Another attempt to cross the lesion with the 4.0x20mm promus element plus stent was made but the stent dislodge completely from the balloon. The stent stayed inside the catheter and was successfully retrieved. The physician attempted to advance a 4.0x16 mm promus element plus thru the guide extension, felt resistance and the stent moved on the balloon so both devices were removed from the patient. The physician dilated the lesion again with the 4.0x15 emerge balloon and completed the case at that point. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the stent had detached from the balloon and was not returned for analysis. The balloon wings were folded and the balloon did not appear to have been subjected to positive pressure. The tip was slightly flared. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 4.0x12mm target lesion was located in the severely tortuous and non-calcified mid left circumflex artery. The physician advanced a 4.0x20mm promus element plus stent to the lesion but would not cross. A guidezilla guide extension was advanced to the lesion and the lesion was pre-dilated with a 4.0x15 emerge balloon. Another attempt to cross the lesion with the 4.0x20mm promus element plus stent was made but the stent dislodge completely from the balloon. The stent stayed inside the catheter and was successfully retrieved. The physician attempted to advance a 4.0x16 mm promus element plus thru the guide extension, felt resistance and the stent moved on the balloon so both devices were removed from the patient. The physician dilated the lesion again with the 4.0x15 emerge balloon and completed the case at that point. There were no patient complications reported and the patient status is stable.